Event description:
Patient was injured during a (B) (6) cheerleading accident in 2004. Subsequently, md performed an arthroscopic slap labral repair on (B) (6) 2004. The breg pain care 3000 was used post-op after the 2004 surgery. Patient is now alleging glenohumeral chondrolysis.